Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing on a tachycardia episode. It was noted that the patient was receiving an magnetic resonance imaging (MRI) at the time of the episode. The icm remains in use. No patient complications have been reported as a result of this event.